Event description:
Procedure type: lap appendectomy. According to the reporter: the plastic part was pulled off. No pieces of the instrument fell into the surgical cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).